Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two untreated arrhythmia episodes due to oversensing of a non-physiologic noise with low r-waves under both primary and secondary vector configuration. The patient was apparently not doing anything in particular at the time of the episodes. Technical services reviewed the case, discussed some potential issues that could have caused the noise observed, and recommended x-rays and reprogramming the sensing vector to secondary. Subsequently, an auto-setup of the vector was performed which showed adequate measurements in both primary and secondary, and isometrics/maneuvers could not reproduce the noise on either vector. X-rays showed the s-ICD a little bit posterior. The vector configuration was changed to secondary, and the physician decided to increase the patient medication. This s-ICD remains in service and no adverse patient effects were reported.